Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The ipg revealed no anomalies. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the cables of the lead were all fractured at the clik anchor site, 1 cm from the set screw mark. Lead was also cleanly cut. The clean cut damage was a result of a typical explant procedure and it was not considered a failure. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The lead body was cut. Damage to the device was a result of a typical explant procedure and was not considered a failure. Sc-4316 (lot# 15598656) device evaluation indicated that both clik anchors had damaged eyelets. One of the clik anchors was missing a portion of the damaged eyelets. The small pieces of silicone were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-4316 serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the physician believed everything was taken out and cleared, nothing was left inside the patient's body.

Event description:
A report was received that the patient underwent an explant procedure. The physician suspected device malfunction.

Event description:
A report was received that the patient underwent an explant procedure. The physician suspected device malfunction.

Event description:
A report was received that the patient underwent an explant procedure. The physician suspected device malfunction.